Manufacturer narrative:
Follow-up #1: date of submission 3/17/2016 device evaluation: the device has been returned and evaluated by product analysis on 03/03/2016 with the following findings: display screen has a pinkish contrast. The screen is still able to be read. Pump was running on default date from (B)(6) 2015 22:40 until end of use. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy testing with no delivery defects found. Pump found to be delivering within required range and delivering accurately. Unrelated to the complaint, the battery compartment is cracked above & below the bumper pad. Damage to the pump case was observed near the lower right corner between the display lens and the cover. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter stated that the patient had a blood glucose (bg) less than 70mg/dl with unsteadiness when standing and walking, difficulty speaking, severe dizziness, blurred vision, confusion, cognitive impairment, and severe headache. The patient was taken to the emergency room (ER) and treated with a glucagon injection. This report is being made due to the bg excursion the patient experienced due to a display issue.